Manufacturer narrative:
Weight-race: unk. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm tmicl 13.2 implantable collamer lens of -5.50/2.0/092 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was removed and a replacement lens was implanted of shorter length lens due to excessive vault. The problem was resolved. Cause reported as patient related factor.